Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found disconnected tubing from the probe rinse block. He replaced the tubing. The fse confirmed that fixing the leak also solved for the controls issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak of unknown volume from underneath a coulter ac·t 5diff autoloader (al) hemology analyzer. They also reported that red blood cell, hemoglobin and hematocrit (rbc/hgb/hct) controls were running high at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.